Manufacturer narrative:
(B)(4) manufacturing site: evaluation on going:

Event description:
Country of complaint: (B)(6): the needle detaches immediately when opening the pouch. It seems that thread and needle have not been attached at all / needle detachment.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 5 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. Received five closed samples and one open and unused sample with one of the needles detached from the thread and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight and tested the needle attachment of the closed samples received and the results fulfil the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. The customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.